Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "there is a thin plastic wire that protrudes from the end of the catheter."

Manufacturer narrative:
A sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: a piece of clear/white material could be seen through the needle cover. The material was stuck on the catheter tubing near the tip. The particle observed on the catheter tubing was confirmed to be plug shavings residual. Plug shavings is a normal byproduct of the assembly process and can be introduced to the catheter tubing during routine cleaning of the equipment. Instructions were implemented to minimize this type of occurrence. The lot under this investigation was manufactured before the procedures were implemented and was unaffected by the improvements. Conclusion(s): corrective actions were implemented after lot 8235955 had been manufactured, therefore a formal corrective action is not warranted for this occurrence.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "there is a thin plastic wire that protrudes from the end of the catheter."